Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further, the electrode was partially inserted in the internal auditory canal during implantation surgery. In addition four electrode contacts remained extra-cochlear during initial implantation. This is a final report. Please note: imdrf c code should be c1902, however, this value is not accepted by FDA system.

Event description:
Extrusion of the implant housing was reported. The user was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Extrusion of the implant housing was reported. The user was explanted.